Event description:
Additional information reported that post-surgery the patient was no longer experiencing shocking sensations and they are receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a shocking or jolting sensation. It was stated it was in the patient's left jaw and they tasted metal on their left side. It was noted the ins was on their left side. It was noted the patient had fallen down a couple of steps one week prior to (B)(6) 2013. It was noted they had their battery replaced in (B)(6) 2013 due to normal battery depletion and had the same sensations randomly off and on. It was noted they had turned the device off on (B)(6) 2014 for a couple of months and they had not felt those adverse sensations with the device off. It was stated on the day of report they had turned the ins back on and the only time the patient had felt the tingling in their jaw and the metal taste was when they ran the impedances. It was noted there was no reported change in medications that the patient was taking. It was noted the impedances were taken several times with the patient in different positions and at the head location, arm location, etc. And it did not show any out of range impedance values.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0454427v, implanted: (b)(60 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0454427v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that approximately three weeks prior to report on (B)(6), the patient felt a jolting on both sides of their face and their shoulders. It was reported the patient went to the emergency room and they device was turned off. It was reported once the device was turned off the jolting went away. It was noted the problem was on the ¿left¿ implantable neurostimulator (ins). It was reported that on the day of the report, the manufacturer representative performed an impedance check and it was ¿fine¿ and could not mimic the problem. It was noted that during the impedance check the manufacturer representative had the patient perform right and left lateral flexion and all impedances were ¿fine¿. It was noted the impedances were 977 ohms and 26 ma. It was noted the patient had not had any falls or trauma. It was reported the patient was in surgery on the day of the report to change out the ins to see if that resolves the issue. It was noted the device was turned on and ¿everything is fine¿. It was noted that the ¿right¿ ins battery was low. It was reported the ¿left¿ ins batter is at 3.71 volts and was the ins causing issues for the patient. It was further noted that if replacing the ins does not resolve the issue the health care provider will replace the extension at a later date.